Event description:
Customer's mother reported the low blood glucose event. The paramedics were called to treat a blood glucose level of 30 mg/dl. Caller stated that the blood glucose levels were low all day. The customer refused to be taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.